Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a battery out limit. Blood glucose level at the time of the incident was over 400 mg/dl. The customer reported that there appeared to be discoloration on the battery compartment and it was not making contact properly. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. No unexpected pump shut off anomalies noted. The insulin pump had normal operating currents. No damage was found on the lcd isolation tape noted. The insulin pump passed displacement test, passed self test and passed off no power test. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.